Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 51 mg/dl. The customer stated they had been experiencing low blood glucose since a few days. The customer was using auto mode at the time of the incident. Troubleshooting for the customer¿s low blood glucose was performed. The customer¿s current blood glucose reading is 120 mg/dl. The insulin pump will not be returned for analysis.